Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2005. About 4 minutes into the ablation the doctor was moving the sheath and there was about a 10cc fluid loss and the machine alarmed. They stopped the procedure, removed the hot fluid from the vagina with a sponge stick and then put cool fluid into the vagina. They examined the pt and found a vaginal burn with some peeling toward the proximal end. They restarted the machine and completed the ablation which was successful. The burn was treated with silvadine cream. At the second week follow up the pt presented with pain and burns on the vulva perineum were now visible. The pt was treated with pain medication and biacin cream.